Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. A manufacturing record evaluation was performed for the finished device [2l30535] number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that gryphon p br anchor w/oc, was broken. The complaint device was received and evaluated. Visual observation confirms that the anchor was broken and was separated in two pieces. In addition, the suture, cover handle, the suture gripper-double barrel, and the suture card components not were received in the package.the complaint can be confirmed. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [2l30535] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device history lot ==> a manufacturing record evaluation was performed for the finished device [2l30535] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during the surgery of shoulder labrum repair, the anchor was broken off, all the pieces were removed from patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The device is available to be returned for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d4, h4: the lot number, expiration date and device manufacture date have been updated accordingly to reflect the correct information. Therefore, UDI: (B)(4).